Manufacturer narrative:
Product event summary the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited sensing integrity counter (sic) and electromagnetic interference (emi) that may have been caused by an rv ablation, electro-cautery, magnetic resonance imaging (MRI) or other electro-surgical equipment. No reprogramming was completed, and the device remains in use. No patient complications have been reported as a result of this event.